Event description:
It was reported the device leaked lubricant into the surgical site during a procedure at the user facility. The user facility reported the procedure was completed successfully with no clinically significant surgical delay. It was further reported the surgical site was cleaned and no signs of infection were present. No additional adverse consequences were reported by the user facility.

Manufacturer narrative:
Device not returned to manufacturer for investigation.

Event description:
It was reported the device leaked lubricant into the surgical site during a procedure at the user facility. The user facility reported the procedure was completed successfully with no clinically significant surgical delay. It was further reported the surgical site was cleaned and no signs of infection were present. No additional adverse consequences were reported by the user facility.